Manufacturer narrative:
A2. Only patient's year of birth was provided to medtronic. Therefore, only the year of the reported birthdate is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the corelab reported greater than 25-50% parent artery in-stent stenosis at the 6 month follow up visit on (B)(6) 2022. There were no medical interventions required to prevent permanent injury or impairment. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 9 x 11mm and a 11mm neck diameter. Additional information received reported that per independent mdt review, braid collapse of pipeline vantage was seen at 6-month follow-up dsa imaging on (B)(6) 2022. Additional information was received that per corelab image read of the 6m dsa imaging on (B)(6) 2022, pipeline fish-mouthing (25-50%) of the distal end was identified. No symptoms or actions taken were reported in association with this finding.